Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flow of the subject device continuously increased during service / maintenance. There were no reports of patient involvement.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited gas leakage from proportional valve and printed circuit (cr) board damage, which is cause of after powering on, the screen was blackout with no display. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the gas leaked due to failure of the (electropneumatic) proportional valve, a component that controls pressure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.